Event description:
It was reported that the patient with diabetes has received line blocked alarm from the cleo infusion set. It was advised that the site is usually the cause of line blocked alarms. Even after troubleshooting the alarm persisted. There was patient involvement, and no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.